Event description:
It was reported that the patient came in complaining of wrist pain. X-ray found plate was fractured and hence it was removed.

Manufacturer narrative:
Currently the device has not been returned for evaluation as the surgeon has retained it. Internal investigation in progress but not yet complete. If any additional information is received it will be reported on a supplemental report. Device not returned.